Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the physician used a neuron max 6f 088 long sheath (neuron max), a penumbra system ace60 reperfusion catheter (ace60) and a 3maxc. While attempting to retract the 3maxc into the ace60, the physician needed more force that usual to retract the 3maxc and subsequently, the 3maxc became elongated inside the ace60 during the retraction. The procedure was completed using the same neuron max and ace60, a new 3maxc and a non-penumbra stent retriever device. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the 3maxc began to stretch approximately 134.0 through 144.0 cm from the hub. The total length of the stretched 3maxc is approximately 154.5 cm. Conclusions: evaluation of the returned 3maxc revealed that the catheter was stretched. If the device is forcefully retracted against resistance, damage such as stretching may occur. During the procedure, it is likely that the 3maxc became pinned within the patient¿s anatomy and the ace60 and caused resistance. Subsequently, the force used to retract the 3maxc into the ace60 resulted in the catheter stretching. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.